Manufacturer narrative:
The reported events were an unable to implant and a failure to advance the stylet. As received, a complete lead was returned in one piece for analysis. The reported failure to advance the stylet was confirmed. Stylet insertion testing identified an obstruction in the proximal region of the lead, caused by the inner coil lumen being clogged with blood. The cause of the reported failure to advance the stylet was therefore attributed to the inner coil lumen obstruction due to blood accumulation.

Event description:
The patient presented for an implant procedure. During the procedure, the lead was unable to be implanted, and the guidewire failed to advance through the lead despite multiple advancement attempts. The lead was subsequently not used and was replaced with an alternative lead to complete the procedure. The patient remained stable throughout the event.